Manufacturer narrative:
The cause of hemolysis/mechanical interaction with blood was not determined due to insufficient clinical details. This report is submitted as a follow up to provide additional information obtained after the product investigation was completed. Additional codes were added in d6 (b17 and b22).

Event description:
An impella cp was placed via the femoral artery (as a bipella support along with an rp flex for the right heart) to support the fifty-eight-year-old male patient who had been admitted in acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Additionally, the patient was known to be on inotropes and vasopressors and vented for respiratory needs. Any other underlying medical history and comorbidities were not shared. The pump was supporting when there was hemolysis on day 2 of the support. The hemolysis was observed by elevated plasma free hemoglobin lab draws. The labs were both over the benchmark of 40mg/dl as they were 176mg/dl and 46mg/dl. The pump was explanted and on day 3 of the support. The patient remained on the rp flex for right sided support after the explant of the cp. Hemolysis was a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
The cause of hemolysis/mechanical interaction with blood was not determined due to insufficient clinical details.